Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device did not have touch capability on the lower third portion of the touchscreen. There was no patient involvement at the time the issue was discovered as the issue was found during a daily check. No patient or user harm was reported. The device was removed from service. The biomedical engineer (bme) called technical support to report that the device did not have touch capability on the lower third portion of the touchscreen. The remote service engineer (rse) informed the customer that the latest version of the service manual is version t. The bme attempted touchscreen calibration, but the issue remained. The rse provided the bme with the part number of the replacement touchscreen and advised the bme to reference the service manual for the repair. Per good faith effort (gfe) response, the bme ordered the replacement touchscreen, and upon receiving the new part, the bme performed the replacement and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.